Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range atrial intrinsic amplitude with undersensing. This device remains in service and no adverse patient effects were reported.